Event description:
It was reported, the pt experienced stomach pain a few days post permanent scs system implant. The pt indicated, the pain was irritated by the stimulation. The pain wrapped around from the middle of his back to the side of his stomach. The pain felt worse upon turning stimulation off. F/u identified the pt reported pain symptoms have resolved. The pt is scheduled to see his physician for a f/u.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.